Event description:
It was reported that right atrial (ra) lead thresholds increased in the hours following implant. The lead was removed. The physician attempted to position a new lead unsuccessfully. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.